Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the image difficulty. The image was distorted and was not visible. The device passed the leak test, and there was no evidence of fluid invasion in the device. The image difficulty was isolated to a damaged charge coupled device (ccd) unit. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a complete loss of image. The procedure was completed using a different device. There was no pt injury reported.